Event description:
It was reported that during power on, before use the screen of the cs100 intra-aortic balloon pump (iabp) suddenly turned black. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) evaluated the iabp and reinstalled the screen cable, and found no related error code. The fse tested the iabp four 1 hour and found no abnormality in the heat engine test. However, the battery during battery test will automatically shut down in about 5 minutes. The fse recommended the replacement of the battery, and temporarily exchanged with system 98 battery. The iabp was cleared for clinical use.

Event description:
It was reported that during power on, before use the screen of the cs100 intra-aortic balloon pump (iabp) suddenly turned black. There was no patient involvement and no adverse event was reported.